Manufacturer narrative:
Product analysis: the valve was discarded; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the aortic position. A second valve was attempted. However, the delivery catheter system (dcs) would not cross the first valve. The system was removed. Three days later the valve was surgically removed. No additional adverse patient effects were reported.